Manufacturer narrative:
(B)(4). Insulin pump received with unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Failed battery test unknown. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The customer stated that the issue with insulin pump battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.